Event description:
Complainant alleged that during biomed testing the device was unable to adjust the pacer control and selecting defib energy level was difficult. Complainant indicated that there was no patient involvement in the reported malfunction.